Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedure, the radiopaque markers of the 2.5x60mm armada 18 percutaneous transluminal angioplasty (pta) catheter detached; however, still remained in the balloon. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another balloon was used to compete the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and scanning electron microscopy (sem) analysis were performed on the returned device. The reported complaint was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined a potential product quality issue based on evaluation of the returned unit and the reported complaint. Return device analysis confirmed the proximal balloon marker was separated from the inner member and in multiple pieces. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that during the procedure, the radiopaque markers of the 2.5x60mm armada 18 percutaneous transluminal angioplasty (pta) catheter detached; however, still remained in the balloon. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another balloon was used to compete the procedure. No additional information was provided.